Event description:
(B)(4). Heavily periods and pain in my side. Now I have constant pain, anxiety, heavy bleeding with spotting in between . Constant pain, brain fog, pain with sex, fibroid tumors, memory loss, hormone changes.